Event description:
High frequency noise present on the rv and lv channels simultaneously in recordings transmitted to home monitoring, resulting in delivery of two inappropriate shocks. Patient history to be evaluated for potential emi interactions. Multiple recordings from 2023 also show similar noise on both channels. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.